Event description:
Treatment of an opthalmic carotid aneurysm. It was reported that the pipeline could not release from the capture coil during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline deployed normal from the capture coil. (B)(4).